Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that puncture closure of a highly calcified unspecified vessel was attempted using a proglide device after a peripheral procedure. Reportedly, after applying excessive force on the proglide device, the guide broke. Hemostasis was achieved by an unspecified method. No additional information was provided.